Event description:
Ventilator in anesthesia machine failed. No mechanical ventilation. Machine turned off, unplugged - rebooted, ventilator failed, machine went blank, smell of burning plastic/material sensed by several persons. Machine unplugged. Hand ventilation with passive/pipeline delivered o2 100%, anesthesia gas until machine was swapped. All of this occurred immediately after induction of anesthesia. Machine checked before the event by biomed engineering personnel, then reporter immediately prior to induction of anesthesia.